Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy. The right ventricular (rv) lead triggered an alert for elevated sensing integrity counter (sic). Variable impedance was noted on diagnostic data. The lead remains in use. It was also reported that the physician raised concern regarding the implantable cardioverter defibrillator (ICD) device suspected inaccurate detection of ventricular fibrillation (vf) due to undersensing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.